Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted, therefor an engineering evaluation could not be performed. Dicom imaging series have been requested for evaluation. The requests remained unanswered. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type iii which was treated with a fenestrated/branched stent graft component (zenith alpha¿ abdominal endovascular graft bifurcated main body graft, cook medical) and four gore® viabahn® vbx balloon expandable endoprostheses (viabahn vbx device). The viabahn vbx devices were implanted in the left and right renal artery, the celiac trunk and the superior mesenteric artery. On (B)(6) 2020, an endoleak type ic from the viabahn vbx device implanted in the left renal artery was detected. Inpatient care for 23 hours for observation was performed. No further hospitalization was required. On (B)(6) 2020, the endoleak was treated with another viabahn vbx device as an extension into the left renal artery. No sequelae occurred after this treatment. The patient went home in good condition.